Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as it was reported the event happened 6+ months ago.

Event description:
It was reported that the patient coded. An angiojet avx catheter was used for treatment. It was reported that the patient coded after use of the angiojet avx. No further information was reported.